Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was unspecified issues with the pump's usb port resulting in difficulties charging the pump. Additionally, it was reported that the pump battery was depleting quickly, resulting in the pump shutting down. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no reported adverse impact to the customer¿s blood glucose level.